Manufacturer narrative:
Date sent to the FDA: 06/10/2021. Additional h- 6 health effect - clinical codes: e2316 attempts are being made to obtain/clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. In what structure/tissue was the 15 days post-op granuloma located/diagnosed? 3. Details of surgical cleaning intervention performed in 3 weeks? 4. It was reported that currently ¿new granuloma in treatment by plastic surgeon¿ please clarify: when was this ¿new granuloma¿ diagnosed? Was this recurrence? Location/structure and type of ¿new granuloma¿? Were both (ethilon and vicryl) sutures remained on the patient at the time of ¿new granuloma¿? Please clarify. Please specify the "treatment by plastic surgeon" for ¿ new granuloma¿? Was the ¿new granuloma¿ resolved? If yes, when? What is the physician¿s opinion as to the etiology of or contributing factors to ¿new granuloma¿? Additional information was requested, and the following was obtained: procedure: mpfl reconstruction name and/or indication of index surgical procedure: patellar instability. On what tissue was the ethilon suture used: skin closure. On what tissue was the vicryl suture used: fascia and subcutaneous tissue. What was the tissues condition : normal. Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure: no. When was the granuloma diagnosed : 15 days. Granuloma type/etiology: non pyogenic, foreign body reaction when was the surgical cleaning intervention performed: 3 weeks. What antibiotics were prescribed and when?- no. Was cultures test performed: 3 weeks. Results: negative. Other relevant patient comorbidities/concomitant medications: no. What is the physician¿s opinion as to the etiology of or contributing factors to this event: probably allergic response to vicryl. What is the patient¿s current status: new granuloma in treatment by plastic surgeon. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 06/10/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Name and/ or indication of index surgical procedure? On what tissue was the ethilon suture used? On what tissue was the vicryl suture used? What was the tissues condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/ symptoms of active inflammation/ infection prior to this surgical procedure? When was the granuloma diagnosed (# of post-op days)? Granuloma type/ etiology? When was the surgical cleaning intervention performed? What antibiotics were prescribed and when? Please specify. Was cultures test performed? Results? Other relevant patient comorbidities/ concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Additional information was requested, and the following was obtained: were prescription steroids administered? Never. Were antibiotics prescribed? If yes, please provide medication name, route and dose. Yes but do not remember. Will tell when review the file. Was medical or surgical intervention provided? If yes, please describe. Yes, surgical cleaning was done. Was any quality deficiency/ non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? No. Please provide the lot number for the involved device. It was not possible to find it. Events were submitted via 2210968-2021-04327 and 2210968-2021-04328.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2021 and the suture was used. Post-op, the patient presented granuloma. It was reported that antibiotics were prescribed and surgical cleaning was done. Additional information has been requested.